Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number (B)(4). This report is being submitted due to a retrospective review conducted under CAPA(B)(4) . On (B)(6) 2017, the fse adjusted the diluent pump duty cycle so that the pump was working at an acceptable rate. The fse also replaced sv202. The customer ran controls for e2, bhcg, and pr-2. Controls were in range and the analyzer was operational. The most probable cause of the reported event was a diluent pump failure.

Event description:
On (B)(6) 2017, a customer reported fluid leaking from the overflow line on their aia-360 analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of e2, lh ii and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.